Event description:
Initial information was received from a nurse practitioner on (B)(6) 2011: a (B)(6) female nurse practitioner with no reported medical history and no prior history of immunological or collagen-vascular disease received poly-l-lactic acid (sculptra) on (B)(6) 2011 and unknown amount for cosmetic reasons in the cheek lines, nasolabial folds, temple near the eyes, and under both eyes. After the injections, she massaged the injected areas as directed and the tissue under the right eye was swollen, but did go down a little. On (B)(6) 2011, she noticed under her right eye that the swelling had gone down but left a big soft tissue bag of skin under the right eye. She went back to the physician, a few days later, and he said it was inflammation under the right eye and it will go away in eight weeks. The physician noticed, as well as she, a red, swollen, and painful pimple under her left eye on her left cheek about less than 5mm. The physician thought it was a "pimple or a zit" but she thought it looked like a "nodule". The physician injected a corticosteroid into the left affected areas, the swelling immediately started going down and the event resolved in two days. No biopsy was performed. The soft tissue bag under her right eye looks the same as when people do not sleep enough and they get bags under their eyes. As of 01-...